Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres, the balloon ruptured. Another 2.0mm x 220mm x 150cm coyote balloon catheter was advanced as a replacement device, but the balloon also ruptured. Inflation at the lesion was attempted again with a 2.5mm x 220mm x 150cm coyote balloon catheter. However, after being inflated at 6 atmospheres, the balloon also ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.